Event description:
This procedure was performed in another country: the stent length (shaft length) was not long enough to cross the lesion so, the decision was made to withdraw the stent. However, the physician could not withdraw it because the stent came off the catheter. The physician deployed the stent, but, it was out of the target area of the femoral artery. The pt went to surgery to remove the stent. The pt is reported as doing well